Event description:
A healthcare professional reported a right side ¿rupture¿ and ¿density, mammary glands deformation with implant edge palpability." The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening on posterior and crease fold . Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp opening and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A healthcare professional reported a right side ¿rupture¿ and ¿density, mammary glands deformation with implant edge palpability." The device was explanted.